Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 -300 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. No additional information was provided. There was no reported adverse effect to the customer's blood glucose level..